Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of insulin pump had difficult to press . The customer¿s blood glucose level was unknown. The customer stated that they cannot see the lcd screen in bright sunlight and also crack starts at center of reservoir window and travels toward escape button. The customer stated that the reservoir lip ring was not damaged. The customer stated that act button was rare to press and it did not respond and had to press again. Customer was advised to observed time clock for one minute to verify if time advance and it does advanced. Customer stated that loss was not greater than 3 minutes within 10 days and customer stated that loss was not greater than 9 minutes within 30 days. The customer was performed self test and it was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.